Manufacturer narrative:
Record review: a review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Visual examination: the returned sample confirms a longitudinal crack in the female luer.

Event description:
It was reported that the arterial connector cracked.